Manufacturer narrative:
Date of event: unknown. The customer's address is unknown. New jersey (nj), USA has been used as a default. Investigation summary : exec summary - samples were received and an investigation was performed based only on the photos provided. This is the 1st related complaint for needle hub separates on the reported lot number. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - no physical sample device returned. Photos - three photos of a 0.5ml bd insulin syringe were provided. The consumer reported owing to wrong needle assembly, experienced a needle stick. The photos were examined and it was observed that the needle hub and shield assembly was not fully seated on the barrel tip and the cannula was pierced through the shield. No damage to the barrel tip was observed in the photos where the hub assembly is detached from the barrel of the syringe. The exposed cannula could have led to a needle stick. Manufacturing (holdrege) will be notified of the observed issues. CAPA/sa - CAPA (B)(4) has been opened to address this issue. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 6mm hub separated from the device. The following information was provided by the initial reporter :   it was reported by the consumer that owing to a wrong needle assembly the consumer experienced a needle stick.